Event description:
The (B)(6) male patient was part of the (B)(4) study. The target lesions were located in the first diagonal and the mid lad. A 2.25 x 13mm cypher stent was implanted in the first diagonal. A dissection was noted, which was treated with a 2.25 x 08mm cypher stent. The two stents were placed overlapping. A 2.50 x 28mm cypher stent was placed in the mid lad. A plaque shift was noted, which was treated with a 2.75 x 13mm cypher stent. These two stents were also placed overlapping. At the fifteen month follow-up visit after the index procedure, the patient had stable angina. A revascularization was performed to treat a new lesion in the distal rca. The event was graded as unrelated to the index procedure and the previously implanted cypher stents.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00053. The complaint received states that during the (B)(4) study index procedure, the patient had a dissection in the first target lesion and a plaque shift in the second target lesion, both sites required implantation of a second stent to treat the event. This is a (B)(6) male with medical history including angina, previous pci, and hyperlipidemia. The target lesions were located in the first diagonal and the mid lad. The first target lesion, 1st diagonal, was treated with implantation of a 2.25 x 13mm cypher stent. A dissection was noted after stent implantation. The dissection in the 1st diagonal was treated with implantation of a 2.25 x 08mm cypher stent. The second stent was placed in an overlapping position with the initial stent. For treatment of the second target lesion, mid lad, a 2.50 x 28mm cypher stent was implanted. Post stent implantation a plaque shift was noted, which was treated with implantation of a second cypher stent, 2.75 x 13mm. These two stents were also placed in an overlapping conformation. At the fifteen month follow-up visit after the index procedure, the patient had stable angina. A revascularization was performed to treat a new lesion in the distal rca. The event was graded as unrelated to the index procedure and the previously implanted cypher stents and was captured as a non-complaint. The stents remain implanted thus unavailable for analysis. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15016635 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15013064 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Coronary occlusion, i.e. Plaque shift, is a known potential adverse event associated with stent implantation procedures. The intentional disruption, the intent of interventional procedures to treat coronary artery disease, of the atherosclerotic process can result in the displacement of the atheromatous material creating occlusion in a previously patent location. There is no evidence of manufacturing or design issues that contributed to the events. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that patient, vessel and lesion characteristics may have contributed to the reported events.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00053. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.